Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial(ra) lead exhibited loss of capture. X-ray imaging showed that the ra lead was dislodged. The lead was successfully re-positioned. The patient condition was stable post-procedure.